Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch that "the "sherlock" device used to place bedside PICC lines isn't reading the tip of the PICC correctly. This means the patient has to have a chest x-ray to determine the PICC tip." The department is vascular access.